Event description:
It was reported that during the implant procedure, the screw would not retract for repositioning. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The distal conductor was noted fractured (overstress) and distorted. The helix conductor was found distorted as well. Distortion and fracture of the distal conductor within the connector appears to be from over rotating to extend the helix.